Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver screen display is frozen.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to the receiver would not turn on. The log could not be downloaded due to the receiver would not turn on. The receiver was opened and an internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.